Event description:
It was reported that the customer had normal blood glucose levels of 114 mg/dl. The customer reported a no delivery alarms from the insulin pump. The customer also reported a motor error from the insulin pump during priming. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. No motor error alarm observed during bolus/basal delivery. The motor was tested outside of the device and passed the test. The unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube and lip and a missing end cap sticker.